Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician was unable to advance the ace68 more than 10cm through a neuron max 6f 088 long sheath (neuron max) and therefore, the ace68 was removed. The procedure was then completed using a penumbra system ace 60 reperfusion catheter with the same neuron max. There was no report of an adverse effect to the patient.